Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a cuff leak occurred. This occurred during patient use at the facility. There was a patient involvement and no harm/adverse event reported. There was no disinfection or sterilization, and no infectious disease occurred.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device sample was received in used condition, in a plastic bag without the original packing. During visual inspection, damage (scratches) were identified on the surface of the cuff. A leak test was performed, and the sample failed to stay inflated. A leak was confirmed in the cuff. Based on the analysis performed on the sample, the type of scratch observed can be caused when the cuff inflated is in contact with some sharp edge, the unit is observed used, it seems that it got stuck during the intubation process and when pulling the device caused this leak. However, root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process. The issue will be monitored for threshold or escalation. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.